Event description:
This unsolicited case from united states was received on 07-aug-2017 from a pharmacist (patient herself). This case concerns a (B)(6) female patient who received treatment with synvisc one injection and had pain when injected left knee on the same day and could not walked, was bedridden, buckle up when walk, left knee swelled up and indentation on her left knee that was not there prior to the injection after unknown latency. Patient had osteoarthritis and chondromalacia in knees, near torn meniscus in left knee, von willebrand disease (was a bleeder). Patient had a history of bone spur on her heel and during her treatment of this bone spur, her arm hit a table and she injured it and it had to be xrayed to rule out a fracture. Patient had surgery on her back about 7 months ago including a laminectomy and spinal fusion and this had to be done before patient was considered treating for her knee issues. Patient had received cortisone shots in the past that did not work on her knees and she had asked for her knee to be treated or even xrayed, but was not done. No concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in both knees for osteoarthritis and chondromalacia. It was reported that when patient's left knee was injected, patient screamed in pain on the same day and that she swelled up and could not walked after this injection (onset date: 2017 and latency unknown). On an unknown date in 2017, after unknown latency, patient was bedridden for a week and could barely walk at all. Patient's left leg swelled and she also had strange indentations on her left knee that was not there prior to the injection. Patient had seen the doctor twice for this and was told that the physician assistant might have injected it in vessel and the doctor was considering injecting the knee with steroids. Patient was concerned about what could have happened if he did inject this in a vessel. Patient was still in pain and that she buckle when she walked and she was not sure what to do now. Patient also had von willebrand disease and was a bleeder and was not sure if this had complicated her treatment with synvisc. It was reported that the patient wanted to seek action for this event if this was injected incorrectly. Patient also wanted to know if there was any other information for the synvisc product entering a blood vessel. Patient was referred to her hcp several times. Also reported that the patient just wanted to know what she can do to reduce the pain. Corrective treatment: not reported for all events outcome: recovered for bedridden, not recovered for pain when injected left knee and unknown for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required seriousness criteria: important medical event for could not walked and disability for bedridden additional information was received on 08-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 11-aug-2017: this case concerns a patient who received treatment with synvisc one and later after injection was unable to walk and was bedridden for a week. On the basis of temporal relationship the causal role of suspect product cannot be excluded in occurrence of the event. Furthermore, patient experienced pain and swelling after receiving injection in left knee that have contributed to occurrence of events. Howevr, due to lack of information regarding injection technique, past drugs and concomitant medication complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 07-aug-2017 from a pharmacist (patient herself). This case concerns a (B)(6) female patient who received treatment with synvisc one injection and had pain when injected left knee on the same day and could not walked, was bedridden, buckle up when walk, left knee swelled up and indentation on her left knee that was not there prior to the injection after unknown latency. Patient had osteoarthritis and chondromalacia in knees, near torn meniscus in left knee, von willebrand disease (was a bleeder). Patient had a history of bone spur on her heel and during her treatment of this bone spur, her arm hit a table and she injured it and it had to be xrayed to rule out a fracture. Patient had surgery on her back about 7 months ago including a laminectomy and spinal fusion and this had to be done before patient was considered treating for her knee issues. Patient had received cortisone shots in the past that did not work on her knees and she had asked for her knee to be treated or even xrayed, but was not done. No concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in both knees for osteoarthritis and chondromalacia. It was reported that when patient's left knee was injected, patient screamed in pain on the same day and that she swelled up and could not walked after this injection (onset date: 2017 and latency unknown). On an unknown date in 2017, after unknown latency, patient was bedridden for a week and could barely walk at all. Patient's left leg swelled and she also had strange indentations on her left knee that was not there prior to the injection. Patient had seen the doctor twice for this and was told that the physician assistant might have injected it in vessel and the doctor was considering injecting the knee with steroids. Patient was concerned about what could have happened if he did inject this in a vessel. Patient was still in pain and that she buckle when she walked and she was not sure what to do now. Patient also had von willebrand disease and was a bleeder and was not sure if this had complicated her treatment with synvisc. It was reported that the patient wanted to seek action for this event if this was injected incorrectly. Patient also wanted to know if there was any other information for the synvisc product entering a blood vessel. Patient was referred to her hcp several times. Also reported that the patient just wanted to know what she can do to reduce the pain. Corrective treatment: not reported for all events. Outcome: recovered for bedridden, not recovered for pain when injected left knee and unknown for other events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for could not walked and disability for bedridden. Pharmacovigilance comment: sanofi company comment dated 11-aug-2017: this case concerns a patient who received treatment with synvisc one and later after injection was unable to walk and was bedridden for a week. On the basis of temporal relationship the causal role of suspect product cannot be excluded in occurrence of the event. Furthermore, patient experienced pain and swelling after receiving injection in left knee that have contributed to occurrence of events. However, due to lack of information regarding injection technique, past drugs and concomitant medication complete medical assessment of the case is difficult.